Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for stopper creepout was not observed. Additionally, 29 retention samples from bd inventory were subjected to functional testing for stopper pop off/stopper creepout. No issues were identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for stopper creepout. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, the tube cap was loose on two tubes. No patient impact reported. The following information was provided by the initial reporter: "tube cap comes loose causing blood to leak out."